Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the placement of the implantable pulse generator (ipg) was adjusted. The patient was doing well postoperatively and the device remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.